Event description:
It was reported that the wingspan stent system was used together with a transend guide wire to treat the a1 segment of the right anterior cerebral artery. The stent was positioned and expanded without any issues. An attempt was made to withdraw the guide wire; however, it caught on a stent strut, leading to stent movement from the site of implantation at the anterior cerebral artery to the intrapetrous carotid artery. The stent was removed from the pt using a retrieval device with a "lasso" technique. No clinical consequences to the pt were noted 24 hrs after the procedure.